Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. It was verified that communication with the device could not be established. Magnet application was unable to elicit tones. The device case was opened to facilitate inspection of the internal components. It was discovered that the no-telemetry condition was the result of a depleted battery caused by a high current condition. The high current condition was isolated to a transistor gate oxide issue.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and would not respond to magnet application. Premature battery depletion (pbd) was suspected. The device was explanted without issue. No additional adverse patient effects were reported.